Manufacturer narrative:
Thrombus was confirmed through the evaluation of the explanted device. The pump was returned with the percutaneous lead (lead) cut approximately 1 inch from the pump housing. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief collar were not returned. Upon disassembly of the returned device, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The thrombus ring appeared to have formed in laminated layers, indicating that it developed over an undetermined period of time while the pump was operating. A non-laminated thrombus formation was present on the body of the rotor. The thrombus was situated in between two of the rotor blades and was not adhered to the rotor; however, areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. The origin of the thrombus formation could not be determined. Examination of the proximal side of the outlet stator revealed depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although the origin and duration of time for which the depositions were present in the pump could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formation found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase levels; however, a correlation between the device and the reported bleeding and right heart failure could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, bleeding, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at (B)(6) in (B)(6). Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s menstrual bleeding would not stop, and the hemoglobin level decreased to 5 g/dl on (B)(6) 2017. The patent's lactate dehydrogenase (ldh) level was approximately 1,162 u/l. On (B)(6) 2017, the ldh was 1,696 u/l. Heparin was started and inr was 4.5. An ovariectomy was performed to stop the bleeding. The ldh level decreased after the ovariectomy; however, the patient then presented with right heart failure symptoms, and the ldh elevated to approximately 900 u/l. No lvad alarms were reported. The patient underwent a pump exchange on (B)(6) 2017.